Event description:
Device has been explanted and replaced.

Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare professional reported left side rupture per MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as surgical damage. Additional observations: creases were observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare professional reported left side rupture per MRI. Device remains implanted.